Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they couldn't recharge their implanted neurostimulator and saw the no device found message since a couple months ago and couldn't recharge the ins. Patient spoke to medtronic representative, via phone a couple weeks ago and notified them about the issue. Patient service specialist helped the patient inspect the recharger antenna cord, but no visible damage was detected. Patient service specialist had the patient initiate a recharge session to their implanted neurostimulator, but they saw the cannot recharge device the controller battery is too low recharge the controller. Patient noted they didn't have the ac power supply with them. Agent reviewed the passive recharge mode steps with the pt and suggested the pt recharge the controller battery then proceed through the passive recharge mode process for at least one hour and call back if needed. Patient called back stated they are still not able to charge the implant and did everything they were told to do. Patient stated they are getting system problem rm03 message when trying to re charge the ins. Agent asked patient to inspect the rtm and patient said the rtm looks worn near the paddle and cord area and that area gets warm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97755, lot#/serial# (B)(6) was returned for product analysis. Analysis found the connector was damaged and the pins are bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated they are still not able to charge the implant and did everything they were told to do. Patient stated they are getting system problem rm03 message when trying to recharge the ins. Agent asked patient to inspect the rtm and patient said the rtm looks worn near the paddle and cord area and that area gets warm.